Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome (bbs) is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately 52 months after the tubing placement, the patient experienced a buried bumper. According to the literature article received, the buried bumper (bbs) was diagnosed by endoscopy and computed tomography. Surgical treatment of bbs was indicated due to failure of endoscopic treatment. Surgery consisted of spindle gastrotomy, including the granuloma/abscess of the gastric wall that contained the internal bolster of the gastrostomy tube. Subsequently, a transverse closure of the gastric wall defect was performed with a double 2-0 barbed suture or a mechanical suture, placing the new 15 f gastrostomy tube above the gastric suture, and a new tube of 9 f was inserted through the previous tube, which was guided to the duodenum.